Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. No specific model or serial number was provided; therefore olympus was unable to perform an instrument service history review. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed by the user facility that during an ureteroscopy procedure, the patient sustained urethral trauma and the procedure was prolonged when the physician was attempting to place a urethral stent (22.5 fr. Sheath) through the ureteroscope (model and serial number unknown) several times. The wires exit the scope unpredictably and the connections are loose. The procedure was completed with the same scope. The patient¿s outcome is unknown.